Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm unexpected suspend low sensor glucose alert due to compromised force sensor system alarm device received with missing segments or partial display due to bleeding lcd glass. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced low blood glucose level was 40 to 50 mg/dl. Customer also stated that the insulin pump alarmed compromised force sensor system as well as drive support cap was loose. Troubleshooting was performed customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to confirm unexpected suspend low sg alert due to prime alarm. The insulin pump was received with missing segments and partial display due to bleeding lcd glass. The insulin pump was received with corroded battery tube noted.